Event description:
The customer reported that while monitoring patients on a xhibit central station, the xhibit central station would intermittently power itself down. There was no patient or user harm associated with this event.

Manufacturer narrative:
The device was received by the spacelabs healthcare equipment service center and evaluated. It was identified that the unit had a faulty power supply and malfunctioning fan on the video card. Due to the age of their device and part obsolescence their xhibit central station was no longer repairable, the customer was given a replacement unit. The failure was due to a faulty video card and power supply.